Event description:
It was reported that the patient visited the emergency room (ER) due to excessive bleeding after removal of the pod. The pod was worn between 25 and 36 hours on the abdomen. Treatment provided was disinfection of wounded spot and covering it with plaster. Patient was released same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported bleeding/bruising. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.